Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had low back coverage and the top of left leg until 2-3 months prior to the report, subsequent to that it became intermittent. At the time of the report impedances at .7 volts were >10,000 ohms on the #9 and #14 electrode, the rest were in normal range. An unsuccessful attempt to program around the issue was made but could not get low back and left leg, getting to the top of the leg only. It was noted that the patient had never had right leg coverage but would like it. There were no events prior to intermittent stimulation. It was further reported that all the contacts were tried "exhaustively" but the device could not be programmed to get coverage where it was needed. The battery was at 2.775 and the patient has never seen an elective replacement indicator (eri) message. The long calculation for time until eri was 34 months at original settings. Two days later it was reported that all diagnostic tests were run the day before including multiple impedance tests at different amplitudes and a group impedance was also done. No x-rays were ordered and the cause of the malfunction was not determined. No stimulation was obtained on the right leg (which the patient had never had since implant). Nor was coverage obtained on her left buttock and low back (which she did have previously). Coverage was obtained on the left leg to the top of the patient's thigh. It was noted that the patient had not used her patient programmer in years because after programming her device to a comfortable level she just left it. Multiple follow up attempts were made to the health care provider but no additional information was available.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(4) 2008.